Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 2 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.